Event description:
Spinal cord stimulator was inserted. Approximately 1 year later, spinal cord stimulator battery was removed. Approximately 6 months after battery was removed, facility became aware of battery recall.====================== manufacturer response for system neurostimulator rechargeable battery, eon mini (per site reporter).====================== sales rep notified today by materials manager - response unknown by reporter.